Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: the pump's black box dates were from (B)(6) 2016 to (B)(6) 2016. The black box data from the date of the complaint had been overwritten however the current data showed unexplained pump reboot events on (B)(6) 2016. No battery cap was returned. All testing was performed with a test battery cap. The pump powered on with a test battery cap to a dim discolored display. The test battery cap was unable to fully tighten to the pump. The battery compartment was cracked in the thread area and below the grip pad. During investigation, all keypad keys intermittently responded. Contamination was found underneath all of the button keypad contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.